Manufacturer narrative:
Product investigation was completed for part# 314.463, lot# 4705891. One cannulated cruciform screwdriver was returned for investigation. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The device was returned and reported to have broken during surgery. This condition is confirmed. One of the four prongs of the distal tip has broken off of the device. Appropriate drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in jan 2004 and is over twelve years old. The balance of the returned device is in fairly worn condition with some markings along its length. This complaint is not likely a result of any design or manufacturing related deficiency. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 314.463, synthes lot 4705891: release to warehouse date: january 20, 2004. Made by (B)(4). The review of the device history records(s) showed that there are no potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported that a patient had an original surgery on an unknown date due to a scaphoid wrist fracture. One (1) 3.5mm cannulated screw was implanted into the patients scaphoid bone. Cause of the bone fracture is unknown. Revision surgery was performed on (B)(6) 2016 for an unknown reason. During the revision surgery one of four blades at the tip of screwdriver instrument broke during the removal of the cannulated screw. The one tip blade fragment was easily removed. Surgeon inserted a guide wire initially to find the screw's correct trajectory prior to remove the implant. No additional x-rays were taken. Due to this event an additional ten (10) minutes was added to operating room time. Another instrument was available in the operating room to complete the procedure. It was reported that the bone fracture had completely healed. Surgery was completed successfully and patient is reported in excellent condition. Concomitant devices reported: guide wire (part unknown, lot unknown, quantity 1); 3.5mm cannulated screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).